Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (check belt alarms) has been confirmed. The cause of the alarms was due to a defective cable from ECG b to the distribution node. A white wire was cut, causing an intermittent connection to the electrode. The root cause for the cut wire cannot be positively determined, but is likely due to a physical damage from a sharp object. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contact zoll lifecor customer support to report that he was getting excessive check electrode belt messages. The pt also stated that the monitor is showing that the therapy electrodes were not properly detecting. The pt's electrode belt was replaced.